Manufacturer narrative:
Source corrected "other" to "consumer"

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide, model: ust400, (B)(4) 01/16. Checking your blood glucose 7 warning: ¿low¿ or ¿high¿ blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death. Checking your blood glucose 7: you should perform a control solution test when you suspect that your meter or test strips are not working properly, when you think your test results are not accurate, or if your test results are not consistent with how you feel. Living with diabetes 9: keep an emergency kit with you at all times to quickly respond to any diabetes emergency. The kit should include: several new, sealed pods, extra new pdm batteries (at least two (B)(6) alkaline), a vial of rapid-acting u-100 insulin, syringes for injecting insulin, instructions from your healthcare provider about how much insulin to inject if delivery from the pod is interrupted, blood glucose test strips, ketone test strips, lancing device and lancets, glucose tablets or another fast-acting source of carbohydrate, alcohol prep swabs. Advised: when packing for travel, take more supplies than you think you'll need. Be sure to include: diabetes emergency kit packed in your carry-on luggage, enough pods for your trip, plus a backup supply, extra new pdm batteries, additional blood glucose meter, insulin syringes or pens in case you need injections, several vials of insulin or insulin cartridges if you use a pen, glucagon kit.

Event description:
The wife of an omnipod patient reported that a the personal diabetes manager (pdm) was registering blood glucose levels "hundreds of points more than they actually are," causing patient to over deliver insulin. Patient attempted to self treat hypoglycemia by consuming peanut butter, juice, and soda, however, this was not effective. Emergency medical services (9-1-1) were called and patient was subsequently hospitalized. The pdm was not available at the time of call, therefore, no serial number could be recorded. When asked if a control solution test was conducted, patient's wife confirmed this and stated results were "off." No details on specific bg levels or treatment could be obtained as patient refused to stay on the phone. Patient does not wish to continue to use the product.